Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that the rv lead was removed and patient was programmed aair. Patient had tricuspid regurgitation and it was felt this was due to the rv lead. Dr. (B)(6), (B)(6) hospital in (B)(6) il, removed the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).